Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs show the customer last used the permanent cautery hook instrument part# 470183-14 lot# n10191014-0108 during a cholecystectomy procedure on (B)(6) 2020 with system (B)(4). The instrument had 4 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the permanent cautery hook instrument had a broken cable. Failure analysis confirmed a broken pitch cable. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator confirmed the reported issue occurred during a cholecystectomy procedure on (B)(6)2020. The procedure was completed with no reported injury or harm.